Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to corroded keypad traces. The insulin pump was received with cracked display window corners, cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. Customer stated that the insulin pump is not reacting to any of the button presses. No further information reported.

Manufacturer narrative:
.